Event description:
It was reported that during the implant procedure, after first fixation, the physician wanted to check the stability with the pull and track test. After track test the lead had come back in the coronary sinus catheter. After that it was not possible to fix the lead again in the target vessel. The screw of that lead was stretched. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix was damage, extrinsic/stretched, visually.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.